Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On an unknown date in (B)(6), the pt experienced peritonitis. The patient subsequently experienced septic shock and was hospitalized on the same day. On the same date, the pt died due to septic shock. The cause of septic shock was reported to be peritonitis. The treatment for the events was not reported. It was not reported if an autopsy was performed. Additional information was requested but is not available. This is report 1 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13b18102 and h13c22037. No issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.